Event description:
It was reported that during a stent graft placement procedure in the left arm fistula, the stent allegedly got stuck halfway through the deployment. Reportedly, the stent was removed and the procedure was completed using three covered stents to cover the distance. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was returned for evaluation. The stent graft was partially deployed and further deployment attempts failed during testing which leads to confirmed results for partial deployment. It was reported that the procedure was performed bare back dilated with 9f, the tracking vessel was neither tortuous nor calcified and the device was flushed before use. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed for partial deployment. A definite root cause for the reported event could not be determined. Treatment of aneurysm or pseudoaneurysm represents an off label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instruction for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instruction for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instruction for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instruction for use states that "the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated". H10: d4 (expiration date: 08/2025). H11: h6 (method, result, conclusion). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left arm fistula, the stent allegedly got stuck halfway through the deployment. Reportedly, the stent was removed and the procedure was completed using three covered stents to cover the distance. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.